Manufacturer narrative:
Additional d10. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the lead was placed in the patient, the lead was not able to sense of pace. The lead was tested with a pacing system analyzer (psa) and the same results were received. It was suspected that the lead was damaged during procedure. A new lead was used to complete the procedure. Patient was stable.